Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer's rad-57 still shows inconsistent spco values on healthy patients. The spco values are 4 to 5 points higher on the customer's device compared to the masimo representatives rad-57 device. Add'l info received indicated that testing of spco was conducted only on staff members and masimo representatives. No patient involvement.